Manufacturer narrative:
(B)(4).

Event description:
It was reported that competitive atrial pacing was observed on the device leading to inappropriate mode switching. Programming changes were made. Device remains implanted. Patient was stable before, during and after the event.